Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery and anterior tibial vessels using an indigo system aspiration catheter 7 (cat7), a lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra sheath (8f), and guidewires (.035 and .014). During the procedure, the physician advanced the guidewire (.035) and cat7 to the target location and the physician completed one pass. A thrombus was visualized further in the artery, and after replacing the guidewire (.014), the physician completed two more passes. Next, the guide wire and the rotating hemostasis valve (rhv) were removed, and the lighting bolt aspiration tubing was connected to the cat7 and aspiration was initiated. While torquing and advancing the cat7, the physician felt the loss of one-to-one movement and the cat7 would not advance any further. Therefore, the physician removed the cat7 and found it to be fractured at the distal location. The distal fractured portion of the cat7 was within the sheath. While removing the sheath from the patient, the fractured end of the cat7 dislocated into the vessel. The physician used a guidewire and a balloon catheter to retrieve the fractured distal portion of the cat7. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on the catheter shaft. The damage at the fracture site indicates the cat7 was likely fractured due to unrestrained torquing against resistance. If the cat7 is advanced and torqued against resistance, damage such as a fracture may occur. The root cause of the resistance could not be determined. Further evaluation revealed an ovalization on the cat7. Based on the damaged location, this damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.